Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-00661. It was reported that removal difficulties occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified mid right coronary artery (rca). A 1.50mm rotalink plus and rotawire were used and advanced to treat the target lesion. During the procedure, the burr was delivered but stopped advancing. When the burr was attempted to be removed from the patient, it was noted that the rotawire was also removed along with the burr. The rotawire was tried to be separated from the burr but difficulties were encountered. The devices were separated by pulling it with full force. The procedure was completed with another 1.50mm rotalink plus. No patient complications were reported and the patient's condition was good.

Manufacturer narrative:
Device evaluated by manufacturer: the burr unit & the advancer unit were returned for analysis connected together. A visual examination of the complaint unit was carried out. The handshake connection was inspected and no damage was noted. The tug test was performed and no issues were noted. The burr was microscopically examined and the annulus was damaged. No issues were noted with the exposed brass on the plated back half of the burr. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-00661. It was reported that removal difficulties occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified mid right coronary artery (rca). A 1.50mm rotalink¿ plus and rotawire were used and advanced to treat the target lesion. During the procedure, the burr was delivered but stopped advancing. When the burr was attempted to be removed from the patient, it was noted that the rotawire was also removed along with the burr. The rotawire was tried to be separated from the burr but difficulties were encountered. The devices were separated by pulling it with full force. The procedure was completed with another 1.50mm rotalink¿ plus. No patient complications were reported and the patient's condition was good.